Event description:
It was reported that the lead dislodged. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the lead was returned in two pieces. The proximal insulation was abraded.